Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a button error alarm and that the buttons were not working on the insulin pump. The customer stated that he was not able to clear the alarm and that the buttons might have gotten stuck when the customer had the insulin pump in the back pocket of his damp swim trunks and sat on it. The customer's blood glucose was 182 mg/dl at the time the issue was reported. Nothing further reported.